Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2015-00533 / 00534).

Event description:
It was reported the patient underwent a right total knee arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2015 due to infection, a nickel and benzoyl peroxide allergy and loosening caused by the patient's allergy. All components were removed and a tibial bearing was inserted as a spacer to complete the procedure.

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2015 due to infection, allergies to nickel and benzoyl peroxide, and loosening caused by the allergies. All components were removed and a polyethylene tibial bearing was implanted to act as a spacer. Patient was reimplanted with total knee components on (B)(6) 2015.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.